Event description:
It was reported to boston scientific corporation that a wallflex enteral uncovered stent was implanted during a stent placement procedure performed on an unknown date. Subsequently, it was reported that the patient died approximately one year after the device implantation. A causal relationship between the device and the patient's death has not been established.

Manufacturer narrative:
Block b2 (date of death) and b3 (date of event): approximated based on the year provided in the event. Block h6: imdrf impact code f02 captures the reportable event of the patient death.